Event description:
Consumer reports ver erratic readings their pink meter and needed to test (for verification) on their other meter. Analysis run on clark error grid using competitive reading (161) as ref. Point vs. Bd readings (20, 292) yielded data points in the c range of the grid outside acceptable limits.